Event description:
This report is being filed upon notification from our x-ray MFR, to submit this event that happened in foreign country. Problem: this x-ray system was not functioning. A critical pt needed an x-ray exam. This pt expired while waiting to be moved to another hosp for this exam.

Manufacturer narrative:
Results and conclusions - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.